Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable pump won't run". There was no air in the line. There was no patient, or clinician injury associated with this occurrence.